Event description:
Pump is not working correctly, but does not want us to strip a new one. She said she has another pump that she can use. No mention of any adverse effects noted. No other info known. Reported to (B)(6) by pt/caregiver.